Event description:
See MDR# 2242445-2012-00117 for the first event with this pt and device. It was reported the central lumen also broke. As a result, a new kit was opened and used successfully. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.